Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer accidentally entered 145 grams of carbohydrates instead of the intended bg value of 145 (mg/dl), and received and delivered a recommended bolus dosing amount of 12.08 units. At the time of the reported event, the customer's bg level was 146 mg/dl, and the customer declined additional follow-up from tandem technical support.